Event description:
It was reported that the deep brain stimulation (dbs) patient received the end of battery life (ebl) message of the implantable pulse generator (ipg) shortly after implantation. The device remains implanted. A replacement procedure is anticipated in the future; however, no specific date has been established at this time.

Manufacturer narrative:
The device was not returned to boston scientific for comprehensive analysis, and the available media inspection did not substantiate a battery related malfunction. A review of the implantable pulse generator (ipg) database was subsequently conducted by the technical support team. However, the database review was inconclusive and did not establish a definitive root cause for the ipg approaching end of battery life. A review of the device history record (DHR) confirmed that the device met specification prior to shipping and no manufacturing deviations were noted that could have contributed to the event reported. Therefore, in the absence of device return and analysis, the likely root cause could not be established. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the end of battery life (ebl) message of the implantable pulse generator (ipg) shortly after implantation. The device remains implanted. A replacement procedure is anticipated in the future; however, no specific date has been established at this time.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.